Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was explanted because it was not working anymore.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was explanted because it was not working anymore.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was explanted because it was not working anymore.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg was analyzed and passed all tests. Therefore, the ipg exhibited normal device characteristics.